Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device delivered more medication than intended. At 0400, the device was programmed to deliver midazolam 100mg/100ml, at a rate of 1ml/hr, and the delivery was started. At 0800, the nurse went to check on the pt and it was noted that the medication container was almost empty. A physician's note reported the pt was less responsive but was breathing spontaneously and at 0920 the pt was back to baseline alertness and responsiveness it was reported that the pt's vital signs remained stable during the event. No specific measurements were provided. The device was removed from clinical service. The customer contact reported there was no reported adverse pt effect. No medical interventions were required. Though requested, no add'l info was provided.